Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the keypad up and down arrow buttons had been intermittently unresponsive when trying to unlock the pump. Although the reporter noted that the pump was locked, basal insulin delivery is not affected when the buttons are locked. In addition, the reporter noted that the keypad up and down arrow buttons would continue to scroll after the buttons had been released. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) /2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow and down arrow keypad buttons were intermittently unresponsive and required multiple hard presses to elicit a response, the ok and contrast keypad buttons were properly responsive. The up arrow and down arrow keypad buttons were sticking and hyper responsive. During investigation, evidence of contamination was found under all key contacts.